Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was slow to interrogate. Device download was performed successfully. Device works normal now.

Manufacturer narrative:
The reported slow interrogation anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
New information notes that the slow interrogation problem occurred again. Egms could not be cleared this time due to the slow telemetry. Device replacement was recommended but the patient didn't agree for replacement.

Event description:
New information notes that the device was explanted and replaced. Patient's condition was good.